Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2007. (B)(4).

Event description:
It was reported that a power on reset (por) was observed on a remote transmission. It was also noted that there was no alert. The patient was scheduled to come in to the office. The device remains in use. No patient complications have been reported as a result of this event.